Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a patient sentinel event. The customer indicated they need to pull reports from safetynet, however they cannot find the patient name or label. The customer also reported there appears to be a gap of information of about 7 days prior to the event, and customer is unsure if that gap was due to "a 'sensor off' or some other reason." Additionally, the customer indicated "there were about 70 alarm events for this patient just prior to the 7 day gap then, about 30 minutes prior to the event it appears the rad-87 came back online." Customer is unsure if the bedside instrument was working properly at the time of event, however states that it was working fine when he went into the room after the fact.